Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper of the bd ultra-fine¿ insulin syringe was installed slanted. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Customer returned five loose 3/10 cc syringes. The customer states that the stoppers were slanted. All returned syringes were examined and all exhibited deformed stoppers. CAPA (B)(4) has been opened to address this issue. On (B)(6) 2018, holdrege received five (5) loose 0.3ml syringes from an unreported batch number. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by (B)(4), similar finding to those documented during initial investigation performed at bd franklin lakes was noted. Probable root cause potentially caused by a misalignment of the plunger rod/stopper during assembly on the metro. When this occurs, the stopper may be artificially deformed due to the speed and force at which the parts are assembled together. No additional actions at this time. Unable to perform DHR check due to unknown lot number. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA (B)(4) has been opened to address this issue.